Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
Customer reported receiving erratic readings on his freestyle freedom blood glucose meter. Customer reported receiving readings of 189 mg/dl, 232 mg/dl, 54 mg/dl, 168 mg/dl, 171 mg/dl, 195 mg/dl, 154 mg/dl, 189mg/dl, 168 mg/dl and 195 mg/dl within 10 mins. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in value to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.